Event description:
A flipped pump was reported on (B)(6) 2011, as the pump could not be filled. The drug infused via the pump was 4mg/ml of dilaudid. It was later reported that the physician flipped the pump back over. The use of any equipment was not reported. The outcome of the pt was reported as "doing fine, now". Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).